Event description:
Boston scientific received information that this product presented to the hospital after receiving appropriate shock therapy. A pocket infection was observed and the patient was hospitalized for a system revision. The system was not replaced as of this date. The patient with this device has a confirmed (B)(6) infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.